Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported the cgm displayed a steady 100 mg/dl; however, he was feeling poorly, lethargic, and unable to think straight. The patient¿s spouse intervened; a finger stick bg was performed which was 46 mg/dl and unspecified treatment was provided. The patient recovered without the need for emergency medical services. The sensor insertion date and location were not provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.